Manufacturer narrative:
Continued e.1 facility name: (B)(6). Continued h.6 health effect impact code: f2303. A review of the device history record has been completed. No deviations or non-conformances noted. The event of suspected bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected bia-alcl (histopathological markers not reported). Treating physician: (B)(6).

Event description:
Healthcare professional reported unknown side bia-alcl. Histopathological markers cd30+ and alk- have not been received. The device was explanted. Treatment: device explant, adjuvant chemotherapy. Capsulectomy.

Manufacturer narrative:
Date of lymphoma alcl diagnosis: (B)(6) 2023. Treating physician: (B)(6).

Event description:
Additional report of periprosthetic fluid "cold seroma, stage 1a" and "fibrous tissue with foci of fatty necrosis". Additional event of "sclerosis of arched area of right rib. Two yellowish fragments, the largest measuring 1 cm." Histopathological markers provided indicate cd30+ and alk-, indicating confirmation of lympohoma-alcl. This record relates to right side.

Event description:
Healthcare professional reported bia-alcl. The device was explanted. Additional report of periprosthetic fluid "cold seroma, stage 1a" and "fibrous tissue with foci of fatty necrosis". Additional event of "sclerosis of arched area of right rib. Two yellowish fragments, the largest measuring 1 cm." Histopathological markers provided indicate cd30+ and alk-, indicating confirmation of lymphoma-alcl. This record relates to right side. Treatment: device explant, adjuvant chemotherapy, and capsulectomy.